Event description:
Caller reported hospitalization as a result of high blood glucose. The hospital lab reading was over 500 mg/dl. Caller did not have a comparison freestyle reading. IV treatment was provided as well as additional insulin. Caller is an insulin pump user.